Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the exhalation valve stuck issue has returned after the device was serviced by the field service engineer. It is unknown if there was patient involvement and patient harm.

Manufacturer narrative:
Device evaluation summary: the fse evaluated the device while onsite and confirmed the reported problem. Resolution and disposition: the fse replaced the sensor pcba and sensor pcba to exhalation f/s cable to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem. Root cause: n/a .

Manufacturer narrative:
The customer returned sensor board was tested and no failures were identified.